Event description:
Additional follow conducted with the user facility contact and was informed that "I no longer even know the name of the pt. We de identify all of the phi so unable to review."

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.